Manufacturer narrative:
The device and competitor right atrial (ra) lead were not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the physician stated that this device was not functioning appropriately as there was a fault with the device head. During the implant procedure, the competitor's right atrial (ra) lead was difficult to advance as the physician stated the port on the device was too small to advance the terminal end of the competitor ra lead into the device header. The physician elected to vent the device port and was able to advance the competitor ra lead. Upon device interrogation, it was noted that the competitor ra lead revealed a rise in pacing impedance greater than 2,000 ohms, noise and high thresholds. The physician suspected a connection issue between the competitor atrial lead and the device. Isometric testing was performed on the patient and revealed that when the competitor lead was in a bipolar configuration the lead reveled noise and a loss of capture (loc). However, when the competitor ra lead was programmed in a unipolar configuration very little noise was present on the lead and the device. At the time of interrogation, the patient's pocket wound was too new; therefore it was not possible to manually check the connection of the device and lead. The device was reprogrammed to lower the sensitivity to reduce the noise. The physician elected to not perform a revision at this time and will follow up with the patient at a later date. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that at the first three month follow-up for this device, the pacing mode was changed to vvir to alleviate the ongoing right atrial pacing issue. The patient reported feeling better after the programming. The physician will continue to follow up with the patient at this time with no additional action taken. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.